Event description:
It was reported that, during an implant procedure, the patient's physician experienced difficulty connecting the proximal segment of the catheter to the distal segment. When trying to connect to the collet, he could not advance the catheter in either side and it was noted that "he could not advance the catheter past the collet". It was further noted that "the catheter just kind of fell back out and it was not advancing". It was later determined that the catheter would not advance because the catheter had been trimmed at an angle and a piece of catheter "was getting stuck". The physician re-trimmed the catheter at a flush angle and it fit properly into the collet. It was noted that there were no patient symptoms, and the patient was receiving effective therapy. The medication used within the system was hydromorphone. No further information was available at the time of this submission. A follow-up report will be submitted if additional is received.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).